Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements. The system was tested in clinic with the single coil configuration exhibiting acceptable measurements. Defibrillation threshold (dft) testing was completed to evaluate lead integrity. The system was reprogrammed to the single coil configuration and remains in service. No additional adverse patient effects were reported.